Manufacturer narrative:
E1: patient city :(B)(6). Patient country: united arab emitrates. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emitrates. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2025. The site of insertion was arm. The length hospitalization was for 6 hours. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with via pump. No further information available.